Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis . Should the information be provided later, a supplemental medwatch will be sent. A DHR was performed on balloon sub assemblies (B)(4), no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that during a laparoscopic adjustable gastric banding. Procedure, technical difficult procedure, the loop of the end of the tab broke. And unable to use the gold finger device. Therefore they were unable to implant the band. No reported adverse event.